Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2018, abbott point of care was contacted by a customer regarding I-stat g3+ cartridges that yielded suspected discrepant results on a (B)(6) year old male patient with spinal cord injury. There was no additional patient information available at the time of this report. Return product is not available. Method: I-stat, date: (B)(6) 2018, tested: unk, result 9.5mmhg (result in question); I-stat, (B)(6) 2018, 1514, 27.4mmhg. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 05/15/2018. A review of the device history record confirmed that the cartridge lot passed finished goods release criteria. Retained cartridge test results met the acceptance criteria found in q04.01.003 rev. Ac, appendix 1- product complaint level 2 and level 3 investigation procedure. No deficiency has been identified.

Event description:
Na.